Event description:
Additional information indicated that the device was intentionally deactivated as the patient had a heart transplant. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
Our records indicate this device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had the ventricular tachycardia (vt) mode programmed to a value other than monitor plus therapy. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.